Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The device was not returned for evaluation, as it remains implanted in the patient. However, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the malposition and sub sequent pvl is possibly due to procedural factors (i.e. Release of stored tension during deployment, device manipulation) and/or patient factors (mild valve calcification and narrow stj). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, during a tf tavr procedure, the 20mm sapien 3 valve ¿suddenly moved towards the left ventricular (lv) side half way during balloon inflation.¿  the physician tried to pull it up without success. The valve landed in 20:80 aortic/ventricular (a/v), unfavorable position. No regurgitation was seen right after deployment but a moderate paravalvular leak (pvl) occurred after several minutes.  It was decided to perform a valve-in-valve. A second 20mm s3 valve was implanted in 70:30 (a/v) position without pvl. The procedure was completed successfully. The patient was in stable condition. Per medical opinion, there might be some tension left in the system and it might affect the event; however, the cause was unknown. The aortic annulus area measured 300 mm2 by CT, with mild valve calcification and no aortic root calcification. The diameter of the sinuses of valsalva (sov) and sinotubular junction (stj) measured 24 mm and 20 mm respectively. The patient was reported to have sov obliteration.